Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that wanded programmer interrogation of this implantable cardioverter defibrillator (ICD) system was unsuccessful. This ICD system remains implanted. No adverse patient effects were reported.